Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during routine follow up, this pacemaker exhibited a spike in right ventricular (rv) pacing impedance measurements, measuring 1000 ohms, then gradually stabilized within a week. The rv lead is a competitor product. The impedance measurements since then have been stable between 550-650 range. No noise reported. The patient is not dependent and all other lead measurements were reported within range. The physician is aware of the reported observations. The device system remains in service at this time. No adverse patient effects were reported.